Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform receiver functional test: passed all relevant tests. The receiver log was reviewed and confirmed reported issue. The patient's complaint was confirmed because the device ceased to function within the issue date. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.